Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that this unit failed to power up; however, the ac power led is illuminated. There was no report of patient involvement.